Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with stopper damaged preventing aspiration of insulin. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 8mm, 30g syringe in an open poly bag from lot # 7177604. Customer states that the stopper is kneaded. The returned syringe was examined and exhibited a deformed stopper in the barrel. Sample were forwarded to manufacturing (holdrege) on 07sep2018 for further review. On 11sep2018, holdrege received one (1) 1ml, 8mm, 30g syringe in an opened polybag from batch # 7177604. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was visually inspected and "pinched" deformation of the stopper, as observed within the assembled return sample, was noted. The device was then evaluated by attempting to perform cycle testing; cycle testing is the exercising of the plunger rod/stopper within the syringe barrel*. At the conclusion of this testing, a negligible increase in force required to move the plunger rod was noted, however, this finding does not appear to be related to insufficient lubrication within the syringe barrel at this time. Additionally, the plunger rod/stopper were disassembled from the remainder of the syringe and the stopper was noted to retain the deformed/damaged configuration which was previously noted during initial visual inspection of the returned sample. Potential root causes include, but are not limited to: 1) incomplete distribution of lubricant within the syringe barrel during assembly, resulting in a drag-zone as the stopper/plunger rod was inserted into the barrel; and/or 2) a supplier related molding defect. Actual functional testing was unable to be performed on the returned sample as the plunger rod was previously manipulated during prior evaluations. A review of the device history record was completed for batch# 7177604. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200705082] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged on lot # 7177604. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. (B)(4) has been opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with stopper damaged preventing aspiration of insulin. There was no report of injury or medical intervention.